Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics plunger was difficult to move. This was discovered before use. The following information was provided by the initial reporter: the nurse used this batch of 1 ml syringes to suck anticoagulant for injection. Without any liquid medicine, the sliding smoothness of the syringe is not affected. When anticoagulant is present (the needle is not blocked at this time), the injection is difficult or impossible.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From the sample, a clogged cannula was observed. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable cause of this noncoformance could be due to an air leak at the reject cylinder solenoid valve. The air leak causes the reject cylinder to always be at an extended position which leads it to be unable to retract back on time. This causes an intermittent failure to reject the detected clogged needle. H3 other text : see h.10

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics plunger was difficult to move. This was discovered before use. The following information was provided by the initial reporter: the nurse used this batch of 1ml syringes to suck anticoagulant for injection. Without any liquid medicine, the sliding smoothness of the syringe is not affected. When anticoagulant is present (the needle is not blocked at this time), the injection is difficult or impossible.